Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of above 500 mg/dl (value not provided with high level of ketones). Reportedly, the customer was not monitoring bg levels due to a failed non-tandem sensor. Bg was addressed via a correction bolus. Recommendation was made for customer to consult with the healthcare provider regarding bg level.